Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was bleeding at the driveline site after being pulled by clothes a few days ago. Infectious disease weighed in on prophylactic coverage for driveline at (B)(6) 2022 appointment. Additional information reported a call was received that said the patient fell at home. The patient reported she hit her shoulder. The patient had shoulder pain from the fall but no loss of consciousness was reported. A computed tomography was recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range, for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The bleeding was reported to have resolved and was treated by monitoring the patient.